Event description:
A customer, who is also an hcp, reported a low readings issue with the adc freestyle libre, having received a sensor scan result of 40 mg/dl compared to a competitor blood glucose meter reading of 278 mg/dl. The customer further reported feeling "sweaty and warm" and indicated that he was unable to self-treat due to symptoms. He presented to an hcp, where a reading of 379 mg/dl was received on the hcp meter and he was diagnosed with hyperglycemia. An hcp administered 19 units of insulin by injection for treatment, and a reading of 151 mg/dl was received on the hcp meter after one hour. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer, who is also an hcp, reported a low readings issue with the adc freestyle libre, having received a sensor scan result of 40 mg/dl compared to a competitor blood glucose meter reading of 278 mg/dl. The customer further reported feeling "sweaty and warm" and indicated that he was unable to self-treat due to symptoms. He presented to an hcp, where a reading of 379 mg/dl was received on the hcp meter and he was diagnosed with hyperglycemia. An hcp administered 19 units of insulin by injection for treatment, and a reading of 151 mg/dl was received on the hcp meter after one hour. There was no report of death or permanent impairment associated with this event.